Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge field service engineer (fse) that encountered the issue replaced the batteries to solve the reported issue. The fse completed the preventative maintenance (pm) with full calibration, functional and safety checks to meet factory specifications. The unit passed all calibration, functional and safety test per factory specifications. The iabp unit was released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported by a getinge principal field engineer (fse) ,that during preventive maintenance (pm), the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involvement, and no adverse event reported.